Event description:
The pt ((B)(6)) received an scs system for bilateral leg and back pain. It was reported that back stimulation was unable to be achieved despite reprogramming attempts. No further info is available at this time as all attempts to obtain f/u have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.